Event description:
The hearing aid (h/a) dispenser noticed soreness in the user's ear canal and advised the user not to wear the hearing aid for a few days. User insisted on wearing the hearing aid, and a localized infection (infected sore spot) developed. Dispenser referred user to a physician who is treating the ear with a prescribed ointment.